Event description:
It was reported that a few days post implant, the patient suffered a hemothorax. No capture was observed, sensing thresholds and impedances had decreased. X-ray revealed perforation of the pericardium. The physician an believed that the perforation was caused by the poor condition of the patient's heart tissue. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.